Event description:
Customer reported that the implant had lack of integration in patient. [Bone loss] non-integration.

Event description:
Customer reported that the implant had lack of integration in patient. [Bone loss] non-integration.